Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2019. Data was evaluated and the allegation was confirmed. Additionally, it was determined that there was a difference of more than 4 mmol between the sensor reading and bg value. The root cause could not be determined. No injury or medical intervention was reported. There were no reported glucose values available to search within the parkes error grid calculator, however, this record has still been deemed reportable.